Manufacturer narrative:
The investigation of vf/vt/af/at and thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H.6 codes 4755 was reported incorrectly on manufacturer device report 1220648-2024-12783. New code was added to component code.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported a 79-year-old female patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported the patient went into ventricular fibrillation (vf) following the implant. Medical staff started the cp on auto with flows of three l/min along with the persistent vf. Medical staff repositioned multiple times to attempt to break the arrhythmia, and despite four shocks and cardiopulmonary resuscitation, the patient remained in vf. Medical staff then decided to pull the cp back into the descending aorta, which broke the vf. Angiograms performed showed the left circumflex artery completely reoccluded. Medical staff tried to use penumbra to retrieve the clot, but the clot migrated to the most distal obtuse marginal, and the left circumflex artery returned to good flow. Medical staff then successfully reinserted the cp into the left ventricle, with flows of 3.6 l/min. Before the sheath was sutured, the patient went back into vf, and medical staff decided to explant the cp. The patient survived the event.